Event description:
During an event an echelon 14 microcatheter was used with the gdc 10-soft 2d sr 2-diameter stretch resistant synerg detection circuit. The above mentioned coil detached after 56 minutes. Tried everything to detach the coil earlier, changed the power supply, changed the position of the pusher wire, but nothing happened. After 56 minutes the coil detached without any acoustical signal. No pt injury or complications were reported as a result of this event.